Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. Unable to test or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that she experienced a high blood glucose level above 400 mg/dl. The customer also stated that she had a calibration not accepted issue. Troubleshooting was performed for the sensor issue. The customer's current blood glucose level was 216 mg/dl. The sensor was returned for analysis. However, the insulin pump will not be returned for analysis.